Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported the unit was failing the air and oxygen (o2) accuracy tests. There was no patient involvement.

Manufacturer narrative:
Awareness date: (B)(6) 2019. Date of report: (B)(6) 2019. The support service performed evaluation and confirmed the reported problem. The support service then replaced the flow sensor assembly and performed functional tests in which the unit passed successfully. Unit was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.